Event description:
Medical dr diagnosed user with ear infections of unknown origin in both ears after user began wearing hearing aids in both ears. User treated by dr. Dr advised not wearing hearing aids until infections cleared up. User returned hearing aids for credit.